Event description:
A malfunction was reported by the customer, indicating a display of a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed successfully, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support if the issue reappears.